Event description:
It was reported that a malfunction with the dpt occurred; the dpt zeroed but then the mean arterial pressure (map) spontaneously increased. The patient was treated for this issue with antihypertensives until the map read 360mmhg. The blood pressure was rechecked with a cuff and the results were much lower. The dpt was replaced for another and the map values returned to pre-event levels. No error messages or warnings were received until the map reached 360. As reported, the patient is normally hypertensive. The waveform was normal in shape. No overdamping or underdamping was reported. The tracing is not available for review but was reportedly normal. Patency of the line was confirmed. No patient injury occurred.

Manufacturer narrative:
One single dpt with attached IV and pressure tubing was received for analysis. The dpt did not zero nor sense pressure. Electrical testing showed that the output impedance, 375 ohms, was out of specification. The #2 leadwire was found not making contact with the outer pad. No visible defect was found on the supercomal cable connector. The complaint was confirmed as related to the manufacturing process. An investigation is underway to determine the root cause of these types of failures and to determine if any actions are needed.

Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.